Event description:
Patient complained of knee pain and laxity. Revision done on triathlon ps knee.

Manufacturer narrative:
The product catalog number and lot code are reportedly unknown. The patient is (B)(6) in height. An event regarding a second revision due to instability involving a triathlon ps insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient complained of knee pain and laxity. Revision done on triathlon ps knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information is not available due to hospital policy on patient confidentiality. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.